Event description:
It was reported by the sales rep that during a video assisted thoracoscopic surgery (vats) procedure, the product opened and noted not to be sterile. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Complaint indicated that the product opened and noted not to be sterile. The device packaging was not returned so it could not be determined if there were any sterility issues with the package. The device was visually examined and it was found that foreign matter contamination was present on the surface of the device on and near the printed logo. It is suspected that the product was noted as not sterile was due to the foreign matter on the device. Sample sent to lab for identification of the foreign matter which was identified as dried blood. It is not possible to determine how or when the foreign matter came to be on the device but it is most likely the material was transferred to the device in the operating room. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.